Event description:
This is reported for a single leaflet device attachment (slda). It was reported that on (B)(6) 2019 the patient underwent a mitraclip procedure. An xtr mitraclip (cds0601-xtr, 90826u181) and an ntr mitraclip (cds0601-ntr, 90423u141) were implanted without an issue reported, reducing the mr from grade 4 to 1-2. On (B)(6) 2022, the patient presented with recurrent mitral regurgitation (mr) grade 4; with a larger mr jet lateral to the previously implanted clips. Reportedly, the previously implanted mitraclips remained stable and well seated, without any device related injury observed. The recurrent mr was due to disease progression. That day a re-do procedure was performed and a new mitraclip nt (cds0701-nt, 20308r185) was implanted lateral to the previously implanted clips. This nt mitraclip was successfully implanted, reducing mr and reducing the reverse pulmonary vein flow to blunted. A second clip (cds0701-nt, 20310r206) was attempted to be implanted medial to the previously implanted clips, however, it was difficult to grasp and difficult to capture the leaflets due to the previously implanted clips shadow. When in the left ventricle, the clip became caught in the chordae and resulted in a chordal rupture and a flail. This caused the mr to increase back to 4. This clip was removed from the patient without further incident. A third clip (cds0701-xt, 11007r239) was attempted to be implanted. Imaging was difficult but a good grasp was thought to have been achieved medially to previously implanted clips. However, upon deployment, a single leaflet device attachment (slda) occurred. The clip had detached from the posterior leaflet. The mr remained at 4 and the procedure was completed with no further action. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced will be filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to shadowing of other clips that already implanted; therefore, attributed to procedural conditions. However, a caused for the reported single leaflet device attachment (slda) cannot be determined. The unchanged mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.